Event description:
A malfunction alarm was reported, which did not lead to the customer's blood glucose level exceeding 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed of the replacement. A replacement pump would be used to ensure insulin delivery continued without interruption.